Event description:
It was reported that the bearing on the retractable head section had an enlarged hole which allowed the retaining bolt to pull through causing the head section to pull out of the litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the head section could be pulled out of the litter frame. Upon completion of the investigation it was confirmed that the head section would not pull out of the frame and would lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the bearing on the retractable head section had an enlarged hole which allowed the retaining bolt to pull through causing the head section to pull out of the litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.